Event description:
Exchanged respironics evo invasive vent saturday on call because "vent inop". This happened on friday per mom vent did not alarm and it turned off. They have a trilogy 100 back up vent. They were able to put pt on that until clinician got out there today to exchange evo. Pt received new evo vent. Matched settings on pt evo and placed pt on for about 10 minutes. Adjusted vent options to moms satisfaction. Picked up evo vent sn# (B)(4). FDA safety report ID# (B)(4).